Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet, after which the sensor reconnected and the glucose trend stabilized and began trending back into range, with a reported glucose peak of 242 mg/dl; the event was characterized as intermittent communication failure involving the electrical antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.